Event description:
The customer reported experiencing intermittent occlusion alarms with their insulin pump. The customer changed their supplies to address the issue. There was no reported adverse impact to the customer's blood glucose